Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission showing non-sustained rv oversensing due to post paced t-wave oversensing. On (B)(6) 2019 the patient presented to the clinic and programing changes were made. The patient condition is fine. Device remains implanted.

Event description:
New information notes that after programming changes were made the non-sustained rv oversensing due to post paced t-wave oversensing was still observed. New programming changes were recommended.